Event description:
Customer reported unexpected negative reactions with capture-r ready screen (crrs) 3 test wells. A patient sample containing a known anti-fya was not detected on the echo.

Manufacturer narrative:
The reactivity of the fya antigen was confirmed on retention crrs 3, lot e005. The customer returned a sample from the patient for investigation testing. The returned sample was tested on an in-house echo with retention crrs 3, lot e005; the results were negative. The reactivity of the fya antigen was confirmed on retention crrs 4, lot k169. The returned sample was tested on an in-house galileo with retention crrs 4, lot k169; the results were negative. The nature of the sample cannot be ruled out as contributing to the event.